Event description:
Late 2022: we replaced our fleet of 160 pca (patient-controlled analgesia) pumps with new smiths medical cadd solis 2110 pca pumps. Within one month of deployment, 16 devices had a wireless communication loss error that stopped the pump from working. We removed the 16 and communicated with icumed for a resolution under warranty. After a few months they had us send in 3 pumps for evaluation of the issue. After nearly one year we finally received the three pumps back. Their documentation states they confirmed the issue, performed a pm (preventative maintenance) of the device and recommend that we replace the wireless card on the device since they do not support or repair the wireless portion of their own device. We are now in a position of having a fleet of pca pumps with an expired warranty and a vendor that will not repair or support their own device. In summation, we have medical devices that have a wireless failure that stops treatment, and the vendor will not provide the needed repair or a viable cause or solution. Manufacturer response for patient-controlled analgesia (pca), icumedical (per site reporter). We retuned 3 of 16 affected devices for evaluation under warranty. They were not forthcoming with their evaluation and returned the devices after nearly one year. Their final assessment stated: problem replicated for comm module not connecting. Most likely cause is bad comm module. Recommend customer replace com module, performed pm. New comm module to be purchased by customer due to service and repair of the ICU company not servicing the communication power module. They were returned to us unrepaired and are now out of warranty with the expectation that we need to do the repairs ourselves at our own expense as they won't support their own device.